Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose ran high. The insulin pump alarmed for no delivery, which was resolved with a complete set change. However, the customer woke up with a blood glucose reading 524 mg/dl the next morning. The customer noticed a split in the tubing at the tubing connector cap. The alarm had not occurred during the manual prime. The insulin pump had not been dropped with the set in place. The infusion set and reservoir were replaced.